Event description:
3 machines and 4 sets were tried in an attempt to start crrt [continuous renal replacement therapy]. The staff called vantive, who said at first it sounded like a scale issue, and then the error was that it was a pbp [peripheral blood pressure] issue - as if the machine was not detecting the pbp appropriately. When the 4th set was tried (a different lot number this time), it worked.all "bad" lot numbers were removed from the pyxis. S&d [sales and distribution] was notified so they can take them and bring us more; they said it may be a few days until they can get more "good" lot number sets. In the meantime, we have enough sets to last us, and we can ask other units - as in the past, these lot # issues have been specific to the prismax, not the prismaflex (and micu [medical intensive care] is the only unit who uses prismax).